Event description:
It was reported that a flo-gard compatible blood set leaked from around the bottom of its spike, where it is attached to the chamber. This occurred at least one hour into patient blood transfusion and resulted in the patient missing out on their blood transfusion, receiving only half of it. The reporter stated that another unit had to be provided as the patient¿s iron levels were very low. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation filled with blood, with traces of blood around the outside of the spike as well. Visual inspection did not reveal any defects, and the chamber had a good welding. A functional test was performed by connecting an in-house, viaflo bag to the spike, squeezing the set's chamber in order to completely fill it, and observing for leaks. No leak was observed during the test; the sodium chloride mixed with the blood, and the chamber was fully filled. The reported problem was not confirmed. As a result, the root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.